Manufacturer narrative:
In response to the customer complaint, biomerieux conducted an internal investigation. Review of the customer¿s fine-tuning data identified the instrument¿s fine-tuning was at the acceptable limit when the identification testing was performed. Review of the customer¿s data showed the customer¿s spot preparation quality was not optimal, the calibrator ¿all peaks¿ values were heterogeneous. The misidentification result also had a low number of peaks (between 22 and 27) which is below the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). This can also be caused by non-optimal spot preparation of the sample strain. Review of the vitek® ms knowledge base determined that schyzophyllum commune is not present in kb version (B)(4). The vitek® ms (B)(4) knowledge base user manual ref. 161150-924-a states the following system limitation: ¿interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ the investigation determined the most probable root causes of the customer¿s misidentification were non-optimal spot preparation and limitation of knowledge base version (B)(4).

Event description:
A customer in italy notified biomerieux of a misidentification of a mold isolate in association with the vitek® ms - axima assurance+launchpad pc - 410710, serial number (B)(4)) using knowledge base (kb) version (B)(4). The customer stated the vitek® ms instrument identified the mold isolate as candida albicans at 99.9%. The isolate was also tested using the microseq¿ system that obtained an identification of schyzophyllum commune at 100%. The customer confirmed they followed the vitek® ms mold protocol, but did not use the biomerieux mold kit. The customer used their own formic acid, acetonitrile and ethanol. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health.